Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Moreover, loss of capture (loc) and no asystole was also noted. Hence, this ra lead was explanted. No additional adverse patient effects were reported.